Event description:
It was reported experiencing cgm error 42 with the current pump three or more times, although the pump had not been reset in the past 24 hours. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the caller to place the existing pump into storage mode before returning it using a prepaid label, which the caller acknowledged and understood. Customer continued to use the pump for insulin therapy.